Event description:
During the index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad. The patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that just less than 3 years and 3 months post the index procedure the patient suffered an mi. It is unknown if the target vessel was involved. 9 days post the mi the patient was admitted to hospital due to a spontaneous gastro-intestinal bleed, the patient was not on dapt at the time. The following day the patient was reported to have dyspnoea. The patient condition deteriorated, patient was intubated following short lived cardiac arrest. It was found that the patient had acs, also (B)(6). The patient developed gi bleed-gastrojejunostomy and repair of du. It was reported that the patient died due to multiple organ failure.

Manufacturer narrative:
(B)(4). Evaluation; results: inherent risk of procedure (mi, hemorrhage).